Event description:
The following was reported to hamilton medical ag: summary: low oxygen"alarm" due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the blower module has been identified to be the faulty component.